Manufacturer narrative:
The customer¿s reported complaint of syringe modules not listing bd syringe sizes (5ml, 10ml, 20ml and 50/60ml) was not confirmed during testing. Syringe sizes were listed when programming the medication tagraxofusp and during basic infusions. Log analysis results showed no errors associated to the reported complaint. Functional testing, utilizing customer¿s dataset demonstrated that bd syringes (5ml, 10ml, 20ml and 50/60ml) were being recognized. Asm accuracy tests demonstrated the syringe module is operating within specification. Prior to the start of this investigation the customer has confirmed utilizing non-compatible syringes, suspected to have attributed to the reported issue. The customer should ensure that syringes compatible with the alaris system syringe module are used when setting up infusions. The bd website contains a tip sheet listing compatible syringes. The syringe module was not being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that after the guardrails data set has been pushed into the system with syringe sizes selected on the syringe master list, and confirming that the pumps have downloaded and activated the data set, the syringe modules are still not listing the syringe sizes. This has caused confusion for nurses at bedside delaying patient care. It was further mentioned that if a nurse has an order for tagraxofusp and tries to program the pump, the syringe options (bd plastipak 5ml, 10ml, 20ml, and 50/60ml) are not listed, even though they are selected in the data set file. The issue happens to all pc units when syringe modules are attached to it. It was then reported that the clinicians were using non-compatible 10ml syringe ref 302995 instead of bd 10ml syringe ref 300912.